Event description:
Information received from the field notes that before the patient received a pacemaker, he had a broken clavicle that was repaired with a metal plate. The pacemaker system was implanted on the same side as the fractured clavicle. The patient presented for a fractured atrial lead. The physician felt that the fracture was related to constriction of the lead passing near the metal plate.